Event description:
The customer reported the ventilator failed the crossover circuit test due to a crossover circuit fault. The customer reported there was no patient involvement.

Manufacturer narrative:
.